Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed battery failed. Customer was assisted with troubleshooting for battery failed alarm. Customer's blood glucose level was 263mg/dl at the time of the incident. During troubleshooting to clear battery failed alarm, the insulin pump alarmed replace battery now. Customer had to get new batteries and when inserted, the insulin pump would not rewind. Insulin pump history was checked and pump error for unexpected motor movement found. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.